Event description:
Allegedly revised due to pain.

Event description:
Allegedly revised due to pain.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00429, 00431. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no device failure.complaint history reviewed. Device history record reviewed.evidence that product in spec when used. No evidence of misuse.